Event description:
--

Manufacturer narrative:
A lead revision was performed. This ra lead was successfully repositioned and remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead exhibited increased pacing threshold measurements. An x-ray was performed, which revealed the lead had dislodged. The device was reprogrammed until a revision procedure could be performed at the end of may. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted with ra pacing programmed off, pending a revision procedure. This investigation will be updated when further information is provided.